Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. For readers using precision strips, when the strip is inserted, the no touch pin is pushed upwards and makes contact with the ground pin to power the meter on. Only the displacement of the pin powers on the meter and the only function of the strip is to facilitate movement of the pin. Therefore, no strip related investigation activities have been performed for this issue. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported on behalf of a child ((B)(6)) that the adc freestyle libre 2 reader turns on with button press but not with test strip insertion and was therefore unable to test. It was further reported that the customer experienced a loss of consciousness and required treatment with sugar by a parent. No further treatment was reported. There was no report of death or permanent injury associated with this event.